Event description:
During PICC line placement blood started coming out of purple lumen even though it was clamped, re-clamped to make sure it was indeed clamped, obtained new catheter and continued with the procedure. Lot # rebu1047, powerpicc provena catheter.

Event description:
During PICC line placement blood started coming out of purple lumen even though it was clamped, re-clamped to make sure it was indeed clamped, obtained new catheter and continued with the procedure. Lot # rebu1047, powerpicc provena catheter. The dressing that we are using is the institution standard ---the sorbaview shield . The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.